Event description:
It was reported that during initial implant procedure, patient's new implanted atrial lead was dislodged, it was also noted that the lead was not able to be extend. The lead was not used, and the procedure was completed using an alternate lead on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
The reported events of lead dislodgement and helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the lead helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted with the helix extension length measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue.